Event description:
It was reported that during an unknown procedure, the device was leaking. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4) leak test failure. The analysis results of the b12lt device found that it was returned in good visual condition. The device was functionally leak tested and failed during the insertion and removal of the test probe through the device. One possible cause for this type of issue is excessive bending load as a resulting of manipulation of inserted devices. The batch record was reviewed and no anomalies were noted during the manufacturing process.